Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Concomitant medical products: septafuse extension set. Additional patient information- diagnosis: neuroblastoma; admitted with fever and low hgb.

Event description:
It was reported that at 0307 the rn primed the tubing set and programmed the device to deliver a continuous versed 100mg/ d5100ml infusion at a rate of 0.6ml/hour (50mcg/kg/hour) with the patient weight documented as (B)(6) kg on the hematology/oncology department. The rn attached the tubing set to the patient's septafuse extension set and began the infusion while noting that the infusion appeared to be infusing too fast. The rn double checked the device programming to find it correct and continued the infusion. At approximately 0405 (56 minutes after initiation), the rn noticed that the versed bag was almost empty and stopped the infusion. Two rn's double checked the device programming to determine that it was programmed appropriately. The infant patient experienced a 40 point drop in blood pressure and there was a delay in giving lasix that the patient needed. The customer further stated that the if the patient had not already been intubated it would have been required. It was stated that the patient stabilized after the event.